Event description:
It was reported that during a lobectomy procedure, after the first firing, the jaw fell out from the anvil and into the patient's body. The piece was retrieved. It was found that the staple driver moved, but the knife hardly moved. Also, the surgeon commented that he felt some difficulty in clamping the lung. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the anvil detached and with a reload cartridge loaded in the device. The cartridge was received fully fired. The returned device was noted to have the clamping mechanism damaged. The device was disassembled to verify the conditions of the internal components and channel retainer was found detach from the channel. No functional test could be performed due to the condition of the device. It is possible that the device was clamped over excessive tissue causing higher stresses in the clamping mechanism resulting in the components detaching. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.